Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 3. On 2023-12-18 , loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.